Event description:
The customer reported to olympus that the foot switch, double, for, esg-400 had an e433 error. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, therefore, the customer's reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by the defective transformer tr1 and an improper handling of the device by the customer cannot be excluded entirely in case of this error pattern. Olympus will continue to monitor field performance for this device.

Event description:
Related patient identifier:(B)(6) .